Manufacturer narrative:
No product has been returned for evaluation. Root cause is unable to be determined at this time.

Event description:
Information was received that the rod was malfunctioning. As per the surgeon, the pin/magnet interface is compromised. There was no patient injury reported. The plan is for the patient to be fused as soon as possible.